Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully deployed. A second clip was placed medial to the first. After removing the gripper line, it was noted the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.